Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the clip closed onto the tissue. The clip was unable to release from the catheter initially but was eventually able to release from the catheter once it was being pulled back into the scope. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. Additional information received on june 17, 2025. The physician initially believed the clip was securely attached to the tissue and successfully released from the catheter. However, due to poor visibility during deployment, it was only when they were unable to pass another device through the scope that they realized the clip was stuck in the scope channel.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) & block h6 (device code) have been updated based on the additional information received on june 17, 2025. Block h6: imdrf device code a150208 captures the reportable event entrapment of device.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the clip closed onto the tissue. The clip was unable to release from the catheter initially but was eventually able to release from the catheter once it was being pulled back into the scope. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of difficult to release from the catheter.

Manufacturer narrative:
Block h6: imdrf device code a150208 captures the reportable event entrapment of device. Block h11: the returned resolution 360 clip device was analyzed. Visual evaluation was performed, and it was observed that the device was returned without the clip assembly. The device had evidence of premature deployment (yoke is attached to the control wire). No other problems with the device were noted. The reported event of entrapment of device was not confirmed. It is important to mention that the presence of the clip assembly is crucial to the investigation, as the reported event is directly related to this piece. To clarify the reason for the problem faced by the physician, this component must be inspected. Although the exact cause cannot be confirmed, it is most likely that this problem could be due to operational factors during the procedure, such as attempting to open the clip once it is already activated, the physician's technique during the deployment of the clip, the scope position or angle, or detachment of the capsule due to hitting a surface. Therefore, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, the clip closed onto the tissue. The clip was unable to release from the catheter initially but was eventually able to release from the catheter once it was being pulled back into the scope. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. Additional information received on june 17, 2025 the physician initially believed the clip was securely attached to the tissue and successfully released from the catheter. However, due to poor visibility during deployment, it was only when they were unable to pass another device through the scope that they realized the clip was stuck in the scope channel.